Event description:
The user received high results for ft3 where tsh and ft4 was in the normal range. The results from the abbott architect for ft3 were normal also. For a sample collected in 2009, the ft3 result from this analyzer was greater than 50 pmol per l and was 5.06 pmol per l from the abbott architect. A sample taken from the same pt three days later gave an ft3 result from this analyzer of 44.4 pmol per l and 6.31 pmol per l from the abbott architect. No info was provided to determine if the erroneous results were reported, or, if the pt was adversely affected. If additional info is received, appropriate notification will be provided.